Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when ligating the cystic duct, the clips were misfiring and making a crunching sound, the surgeon was able to squeeze the handle, the jaws were able to close and the clips were able to load properly into the jaws and clips fired were malformed. The first two clips fired and formed correctly. On the third firing the clip was malformed and there was a crunching sound. There was no patient injury.